Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
During preventive maintenance, the customer reported nav ring not working. It is unknown if settings could be changed, if the touchscreen was working, or if values were jumping. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported nav ring not working issue. The fse replaced the front panel (rp-front bezel) with the nav-ring (device for rotation and selection of settings) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.